Manufacturer narrative:
Investigation is underway.

Event description:
The user facility in (B)(6) reported that after right cataract surgery was performed on a patient, the patient experienced endophthalmitis.

Manufacturer narrative:
The product has not been returned. In reviewing the manufacturing records, sterilization records, dose records, and bioburden records for the referenced product, a root cause could not be linked to a manufacturing or quality assurance non-conformance. No root cause can be identified at this time. Initially, a corrective action (car 1195) was issued for this complaint to place lot inventory on hold and request the product return for evaluation. The product has since been released for distribution. Sterilization tests were performed on a small batch of the product and found to be effective. Microbiological testing will continue to be reviewed per schedules however no further manufacturing of this product has been completed at this time.